Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. After a guide catheter was placed, a 2.50x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, during the procedure, the shaft was broken. The stent was removed intact together with the guide catheter. The procedure was completed with another of the same device. No patient complications nor harm were reported and the patient's status was fine.